Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored two untreated episodes showing oversensing of noise. The noise was consistent with myopotentials and also electrical noise. It was noted one episode was stored in the secondary vector and the next episode was in the primary vector. During troubleshooting with patient movements and posture changes, only myopotential noise could be reproduced, and the alternate vector appeared to manage the noise best. The vector was reprogrammed to alternate and the patient will be closely monitored in the remote monitoring system. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the available device data and stored episodes. The untreated episode that occurred while programmed to the secondary vector was caused by oversensing of myopotential noise and diminishing r-wave amplitudes. The noise occurring while programmed to the primary vector was consistent with an issue at the sense b node that impacts the primary and alternate vectors and could be due to an issue with the electrode, an under inserted terminal pin, or an impairment of connection in the device header. Technical services discussed performing x-rays and additional troubleshooting steps, and noted that if the secondary vector was not a suitable option, replacement of the device and electrode may be necessary.